Event description:
It was reported that the user¿s continuous glucose monitor did not pair for several hours after sensor application because the app was set to the wrong sensor type; the agent identified a usage error, instructed the user to select the correct g7 sensor type, start the sensor, and enter the pairing code 0223, after which pairing was expected within 15¿30 minutes. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and the user¿s glucose readings remained in range. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to an improper procedure, with no applicable device subcomponent implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.